Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor was producing higher readings than readings received on the built-in. It was further reported that on (B)(6) 2018 customer received a sensor reading of 395 mg/dl which was compared to a built-in reading of 285 mg/dl at 6:00 am and self-administered an unspecified amount of insulin, prior to eating. At 13:26, customer received a sensor result of 216mg/dl and self-administered 20 units of humalog insulin. He subsequently began to experience hypoglycemia, with ¿tremors and sweat¿, so he performed a scan, receiving a reading of 80 mg/dl which was compared to a built-in result of ¿lo¿ (a reading less than 40 mg/dl) at 15:10. Customer self-administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly and no failure mode was observed. Sensor was inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported his adc freestyle libre sensor was producing higher readings than readings received on the built-in. It was further reported that on (B)(6) 2018 customer received a sensor reading of 395 mg/dl which was compared to a built-in reading of 285 mg/dl at 6:00 am and self-administered an unspecified amount of insulin, prior to eating. At 13:26, customer received a sensor result of 216 mg/dl and self-administered 20 units of humalog insulin. He subsequently began to experience hypoglycemia, with ¿tremors and sweat¿ so he performed a scan, receiving a reading of 80 mg/dl which was compared to a built-in result of ¿lo¿ (a reading less than 40 mg/dl) at 15:10. Customer self-administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.